Event description:
This report summarizes 1 malfunction events, where it was reported the brakes were difficult to engage/disengage.  There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced the issue of having to use an alternate pedal to engage brakes, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. This device was repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.